Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun

Event description:
It was reported that the patient presented in clinic after receiving inappropriate therapy due to oversensing. No electrical anomalies were detected. X-ray was performed and no anomalies were observed. The lead was explanted.

Manufacturer narrative:
A partial lead with the distal tip measuring 46.2cm was returned for analysis. Internal insulation abrasion was noted at 9.5-10.1cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 6.5-7.5cm from the distal tip. The etfe coating was abraded at these locations, consistent with the field observations of noise and inappropriate shock therapy.